Event description:
Right filshie clip on ovary became dislodged causing pain also left filshie clip is lodged in scar tissue to bladder making it extremely difficult to remove even though it still causes my pain and problems. I had the clips on since (B)(6) 2005.